Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed.

Manufacturer narrative:
Returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The reported high oxygen concentration alarm could not be reproduced during testing of the returned oxygen gas module in a reference ventilator. Performed pre-use checks passed without deviation, and no alarms were generated during ventilation tests. The cause for the reported problem cannot be determined since the failure was not reproduced. The reported problem could not be confirmed since no ventilator logs were available for evaluation.

Event description:
It was reported that the ventilator generated alarm for high oxygen concentration. There was no patient involvement. (B)(4).